Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04958. It was reported the pt had an increased recharge burden. The parameter settings for the ipg were provided, but the frequency varied. The recharge burden was calculated, and was suspected to be premature. F/u identified the sjm rep met with the pt for reprogramming. It was reported the physician planned to have an ultrasound performed to determine the next course of action. It was reported the physician may reposition the leads closer to the pain area to decrease the usage. The stimulation coverage was currently effective.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.